Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The guidewire was not moving freely in lead allegation was confirmed. A stylet insertion test failed 7 centimeters (cm) from terminal pin due to foreign material that likely an agglomerate of blood/body fluid and polymer from the lead/guidewire interaction. The complete lead was returned intact and not severed. Laboratory analysis confirmed the reported allegation.

Event description:
This left ventricular (lv) lead was not successfully implanted due to unknown product performance issue. Additional information indicated that the guidewire was not moving freely in lead. This lead was never in service. No adverse patient effects were reported.